Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while the patient was on impella cp support the purge system was observed to be leaking from the check valve. The medical team reported the luer was broken after it was connected with too much force. The purge cassette was changed but it did not resolve the leaking. It was not reported how the leak was resolved. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.